Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet with subcutaneous insulin, with bg reportedly peaking at 529 mg/dl, after which the user disconnected and administered 6 units of insulin by pen, and subsequent bg remained around 376 mg/dl; troubleshooting included disconnecting and priming the tubing and a recommendation to perform a full supply change, and the device problem and component could not be characterized due to insufficient information. Symptoms included hyperglycemia. Outcomes included no reported health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to determine a device problem or affected component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.